Event description:
The customer reported that the device failed to charge. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to charge. No pt involvement was reported. The device was evaluated by a philips field service engineer and the symptom was verified. The symptom was clarified as the device was failing to charge the battery/failure to power up via ac power. The issue was localized to a failed ac power module. The ac power module was replaced to resolve the problem.